Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 14.8 mmol/l on aviva combo meter (system 1) and 7.3 mmol/l on hospital meter (system 2). Customer also allegedly received the following results, with two different meters, within 10 minutes: 8.0 mmol/l on aviva combo meter (system 1) and 3.9 mmol/l on hospital meter (system 2).no adverse event reported. Requested return of the alleged device for evaluation.